Event description:
A customer contacted beckman coulter inc., (bec) hotline to troubleshoot a grinding noise and rack loading errors on their unicel dxi 800 access immunoassay system. The customer also reported obtaining erroneous results on multiple assays. This MDR is to report the customer obtained an erroneously elevated total t4 patient result above the normal range of the assay for one patient. Repeat testing of the patient sample on a different instrument produced a lower result within the normal range of the assay that was not questioned by the customer. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was passing within customer's established ranges prior to the event; however, after the erroneous results were generated, qc was failing outside of the customer's established limits for all assays. Per supplied documentation, system checks performed on (B)(6) 2012 passed within instrument specifications. Hotline advised the customer to apply grease to the pusher and the customer reported the grinding noise and error messages ceased. Hotline dispatched on site service to help resolve potential hardware issues as the customer indicated obtaining erroneous results from multiple assays on their instrument. A field service engineer (fse) was dispatched on (B)(4) 2012. The fse determined there was an issue with the instrument pipettor #3. The fse replaced the instrument precision pump for pipettor #3 as well as the pump tubing and fittings leading from the pump to pipettor #3. The fse performed pipettor matching and verified hardware was performing within published performance specifications after all repairs were complete. Although repairs were required to correct issues observed by the fse, a review of the customer supplied archive data shows not all erroneous results that were generated in connection to this event were generated on pipettor #3. In conclusion, the cause for this event is unknown and could not be determined based on the supplied information. Additional mdrs are associated with this event at this customer site: 2122870-2012-01079 and 2122870-2012-01080.